Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that staff were preparing to use the epg (external pulse generator), when they found it shut off intermittently. The biomedical engineer then tested the epg for over an hour on a simulator, with no issues. The epg was returned for repair and calibration/functional testing. There was no patient involvement.